Event description:
It was reported that a patient had surgery to repair the orbital floor with a titan like product. During recovery post surgery, constriction of muscle was noticed and the doctor immediately performed a revision surgery. The doctor explanted the titan like device using a bovi device and replaced it with a medpor sheet. After recovery, it was found that the patient had lost vision. The doctor involved ent at this point and they performed an optic nerve decompression. When they got to the back of the optic nerve, they found that all of the optic tissue had turned black.

Event description:
It was reported that a patient had surgery to repair the orbital floor with a titan like product. During recovery post surgery, constriction of muscle was noticed and the doctor immediately performed a revision surgery. The doctor explanted the titan like device using a bovi device and replaced it with a medpor sheet. After recovery, it was found that the patient had lost vision. The doctor involved ent at this point and they performed an optic nerve decompression. When they got to the back of the optic nerve, they found that all of the optic tissue had turned black.

Manufacturer narrative:
The product was not returned for investigation, therefore an examination cannot be performed. Based on the available information, the actual root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. Device not returned.

Manufacturer narrative:
The affected product will not be returned for evaluation since it is still implanted in the patient. Internal investigation in progress but not yet complete. H3 other text : device is still implanted in the patient